Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up the patient had an intrinsic rhythm which was low, thus ventricular pacing failure was suspected. Further, loss of capture was noted on the right ventricular lead. The configuration was changed which did not produce any changes. In addition it was noted that pacing impedances had been declining and a possible insulation issue was suspected. The lead was capped and abandoned.